Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient underwent a system revision due to infection. This lead was implanted in the patient's right ventricle through the right jugular for temporary external pacing support. This lead was connected to the patient's explanted cardiac resynchronization therapy defibrillator (crt-d). During programming of the off-label temporary external pacing system, there was a period of noise and oversensing that led to three to four seconds of pacing inhibition. The device was reprogrammed to address the issue. No additional adverse patient effects were reported. Currently available evidence suggests that the temporary external system remains in service.

Manufacturer narrative:
At this time, the lead has been returned but evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
This report is being filed as this lead has been returned. Evidence reasonably suggests that the temporary external pacing system is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the conductor coil had a break at the in the neck region of the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Analysis of the lead has been completed.